Event description:
The cause of the low flows was not identified. The low flows resolved. The patient was asymptomatic during the low flows. This patient was being upgraded on the transplant list due to right heart failure. This was not device or device therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been admitted for transplant list upgrade and had low flows in the morning. Log files were submitted for review. The event log file captured a lone low flow event on 07jun2025 at 07:13 with flow noted as low as 1.6 lpm. The log file also noted on (B)(6) 2025 at 07:20, 07:36, and 07:38, that the calculated flow was right below the 2.5 lpm threshold but was not sustained long enough to trigger the audible alarm. The lower flows were likely a patient related issue as they were associated with elevated pulsatility index (pi) values.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation as well as a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 7:08:47 through 10:20:35 on (B)(6) 2025. The log file captured multiple low flow events, but only one persisted long enough to result in a low flow alarm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook (phb), rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.